Event description:
The affected product is normally delivered in a protective mold of blue silicone. This blue mold is sealed inside a form-fill-seal mylar/tyvek pouch and placed inside a cardboard outer carton, which is shrink-wrapped to prevent tampering. The contents are then sterilized. In operating room nurse, reported that upon opening the product's outer carton the or staff immedialtely recognized that the blue mold was not inside the mylar/tyvek pouch. The staff opened another carton. Found the device was appropriately packaged, and proceeded with the case.